Event description:
Post-operative laxity was reported. Revision surgery occurred to exchange the poly inserts with thicker sizes. Cause of laxity is unknown.

Manufacturer narrative:
Post-operative laxity was reported. Revision surgery occurred to exchange the poly inserts with thicker sizes. Cause of laxity is unknown. Review of the device history record indicates that the device was manufactured to specification.